Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A newly implanted patient called inquiring about the percentage of interstim patients that experience allergies to the implanted components. Patient services reviewed the clinical trial information and component material with the patient. The patient reported that since the evening they were implanted they've been red and itchy on their torso. The patient confirmed it did not seem to be near the implanted components. The patient noted they thought it was the IV antibiotics but stated they had been off them for 3 days and the itching continued. The patient took a steroid pack as well, but that did not help either. The patient mentioned they were sometimes allergic to tape but removing the dressing had not helped either. The patient was redirected to their health care physician (hcp) to follow up regarding the redness and itching. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.